Event description:
Event description boston scientific received information from the clinician that they were faxing over the patient's electrograms (egms) for review of what may be ventricular tachycardia (vt) episodes that appear to be loss of capture. The caller also reported observing fusion and that the pace morphology appears to be more like an intrinsic beat. No adverse patient effects were reported.